Event description:
It was reported that the patient had continuous low flow alarms on (B)(6) 2022. They did not have any symptoms present at the time of the alarms as they had been intubated and sedated. The cause of the low flow alarms was suspected to have been from sustained ventricular tachycardia (vt). The alarms resolved with the lowering of the low flow threshold on the system controller. The patient's vt had also become less frequent, which may have also contributed to the alarm resolution. They had been treated with over-drive pacing and anti-arrhythmic medication. It was noted that the patient did not have a history of arrhythmia prior to the heartmate implant, but the arrhythmia was not thought to have been device related.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 from multi-system organ failure.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome no additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (multisystem organ failure, cardiac arrhythmia, patient outcome) cannot be conclusively determined. The reported low flow alarms were confirmed via the submitted log file data. According to the account, the low flows were due to cardiac arrhythmia. The controller event log file contained data spanning from (B)(6) 2022 at 18:18:55 to (B)(6) 2022 at 11:10:17, per the timestamp. Intermittent low flow alarms were captured on (B)(6) 2022. No other notable alarms were recorded. The pump appeared to have been operating as intended. The patient expired on (B)(6) 2022 due to multisystem organ failure. The patient outcome was not considered to be device-related and heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, contains the following information: section 1 lists cardiac arrhythmia, multiple types of organ failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 lvas pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.